Event description:
Plaintiff alleges the development of latex allergy from her exposure to latex exam gloves. She alleges suffering from urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea. Further alleges entering any environment where she is exposed to latex proteins puts her at risk for anaphylactic reactions. Plaintiff and her husband, jointly allege loss of consortium, enjoyment of life earning capacity and pain and suffering.